Manufacturer narrative:
(B)(4).

Event description:
Received information the patient experienced a loss of therapeutic stimulation to his left leg and back. The device was interrogated and contacts 0-7 were showing over 3600 ohms. Contacts 8-15 were all within normal and working well. Patient stated he could not get by without the 0-7 contacts and wants it "fixed" as soon as possible. The patient's hcp will need to contact a new surgeon since the patient's previous one has retired. Additional information has been requested and if received, a follow up report will be sent.